Manufacturer narrative:
The customer¿s report that the IV tubing sets separated at the pump segments were confirmed. Visual inspection observed separations on each set at the engagements between the lower fitment¿s outlet ports and tubing. Closer inspection under a lab microscope observed insufficient solvent at the end of the separated tubing where the separation occurred. No other anomalies were observed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The root cause of the separations were identified as a manufacturing issue for insufficient solvent being applied at the engagements of the tubing due to equipment and/or operator error.

Event description:
It was reported that the IV tubing set separated at the pump segment during mixing of medication and prior to adding chemotherapy. It was further confirmed during follow up that patient care was delayed and that this event did not contribute to, or result in a serious adverse impact to patient. However; it was also noted that there was no patient involvement associated with this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the IV tubing set separated at the pump segment during mixing of medication and prior to adding chemotherapy. There was no patient involvement.